Event description:
Info received indicates the head up function is not working on the bed.

Manufacturer narrative:
The tech isolated the issue to the head up hydraulic valve. He replaced the valve to repair the bed.